Manufacturer narrative:
Part details corrected. UDI-di: undetermined.

Event description:
Revision performed due to pain, weakness of the legs and hips, elevated cobalt and chromium levels, fluid accumulations around the hip, signs of "significant metallosis".